Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. The pump was received with normal operating currents. No unexpected low battery alarm noted. However, unexpected replace battery alarm and replace battery now alarm noted in the pump history due to connector resistance. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector the pump functioned properly. The pump was received with scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed replace battery now. The customer's blood glucose was 111mg/dl at the time of incident. Alarm occurred less than 10 hour from low battery. It was reported that the anomaly occurred second time. The insulin pump was returned for analysis.